Event description:
It was reported that a patient presented to clinic for follow up. The atrial lead exhibited oversensing noise with inappropriate auto mode switch and failed to sense. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.